Event description:
The pt was given ivp medication with a 10ml bd syringe when drops of liquid coming from the side of the syringe were noticed.

Manufacturer narrative:
H3 eval: the actual syringe was visually inspected. It was found that the leakage reported resulted from a crack approximately two inches long on the side of the barrel. Analysis of the complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.